Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that during advancement the balloon became compromised and/or damaged against the fractured stent used in a prior procedure resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left external iliac artery. A stent had been previously implanted at an unknown date. The implanted stent was noted to be fractured, and when the 6.0mm x 40mm x 135cm armada 35 balloon dilatation catheter was being inflated, the fractured stent ruptured the balloon when the balloon was just under 4 atmospheres. The bdc was removed without issue and a new armada was used. A new stent was implanted, completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.